Manufacturer narrative:
Inratio precision data provided by end-user lot 050816: first test inr = 1.4, second test inr = 5.3, third test = 5.0, mean = 3.90; sd = 2.17; %cv = 55.6%. The %cv is less greater than 20%. Per internal procedure, the precision fails the criteria for precision. Product will be tested. Per internal protocol, in-house retain strips 050816 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 050816) performed on 09/25/2006 as follows: lot 050816 pt #1: normal 1.0, pt #2: normal 0.9; pt #1: normal 1.0, pt #2: normal 0.9; pt #1: mean 1.0, pt #2: mean 0.9; pt #1: sd 0.0, pt #2: sd 0.0. Based on the above test results, retained strips lot 050816 meets the criteria for strips precision. Inratio precision data provided by end-user lot 060037: first test inr = 2.5, second test inr = 2.5. Mean = 2.5 sd = 0.0; %cv = 0.0%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 050816: first test inr = 1.4, second test inr = 5.3, third test = 5.0. Inratio precision data provided by end-user lot 060037: first test inr = 2.5, second test inr = 2.5.